Manufacturer narrative:
Complaint not confirmed, the device was returned with broken pegs and keel, but no relevant features could be measured. The spherical surface and its edges are cracked and worn. The cause of the event was not determined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a revision surgery was necessary due to a aseptic loosening of the pe glenoid. The glenoid was retrieved and the patient was treated with a filling of bone substitute cement (hemi). It was further reported that the rotator cuff was intact and that no infection or other morphology of the bone was identified. The patient suffered increasing pain restriction of movement. The initial surgery was performed on (B)(6) 2014.